Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (3mg/ml at 0.6568 mg/day) and clonidine (38mcg/ml at 8.320mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient was to have a refill of the pump on (B)(6) 2018 and missed the fill due to a scalp wound he bumped his head. The patient came to the office on (B)(6) 2018 for a refill and due to the scalp wound the patient developed an infection to this wound and the hcp decided not to fill the pump at that time. The infection and wound were not a result of the therapy or device. The patient came to the office for a refill on (B)(6) 2018 and the reservoir was empty and the pump was refilled with preservative-free normal saline. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.